Event description:
The pt called lfs alleging that their one touch ultra test strips were peeling upon insertion into the test strip port. The pt described the damaged test strip port causing their test strips to peel. The pt reported a reading of 500-mg/dl reading while having symptoms of "shakes." A retest was not performed. They contacted their physician regarding the peeling test strips and they advised to start using another brand meter. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter and expired control solution were replaced.